Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump was warm to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 03/08/2013: the device was returned to animas and evaluated by product analysis on 2013 with the following results: no defect was found. Pump powers on normally, and was exercised for 1 hour successfully; no overheating duplicated. The pump was tested with an external power supply and all currents were within specification. The battery was not returned with the pump .battery compartment and caps are intact with no damage or moisture ingress observed. Black box review shows no activity outside of normal use, no unusual voltage drops were observed.